Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was reported that a catheter issue occurred during initial implant procedure, specifically a catheter kink at the tip of the catheter. During catheter advancement, the health care provider (hcp) had trouble. During tunneling, the catheter wouldn¿t advance and the tip reportedly ¿seemed kinked¿. The hcp noted it may have happened when he attempted to advance but he didn¿t know. He asked for a new catheter. The new catheter was then implanted without trouble. No diagnostic testing or troubleshooting had been performed as it was not required. The cause of the issue was not determined however the hcp suspected it occurred during the procedure it was noted. No patient symptoms or complications were associated with the event. The patient¿s status at the time of this event was listed as ¿alive ¿ no injury¿ and they were reportedly doing well with their implanted pump as well as receiving effective therapy. The catheter would not be returned as the customer discarded it. The device system was used to deliver dilaudid.